Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported changing the insulin pump's batteries and receiving a weak battery alert, also. Blood glucose level was 322 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms were noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump alarmed for a button error due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).